Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, once inserted into the trocar, but prior to use on the patient, the jaws of the device were locked in a closed position and would not open. There was no patient injury.